Manufacturer narrative:
Device powered up properly after battery installation. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display or bolus stopped alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not turned on after inserting new battery. The insulin pump showed delivery stopped message and insert battery alert on screen. The customer tried several brand new batteries but insulin pump still not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.